Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine device check. The device went into backup vvi mode during the cyber security upgrade. It was noted that the wand moved during the upgrade process. The device was restored to normal function successfully, and the cyber security upgrade was successfully performed. The patient will be followed normally.